Event description:
The respiratory therapist (rt) entered the patient's room to do a vent check and found the touch screen black. The rt troubleshooted and was unable to get the touch screen to turn back on. The monitor screen continued to work and the vent continued to ventilate. This event did not affect the patient. The vent was changed out and sent to biomedical engineering for evaluation. Biomedical engineer verified the stated problem. Biomed talked to tech support. Biomed determined that the backlight inverter board was bad. Part was replaced and tested ok. Vent placed back in service.